Event description:
Meter is giving inaccurate readings. Analysis run on clark error grid using mean avg. Reading (67) as ref. Point vs. Bd readings of 89, 70, 60, 50 yielded data points in the d zone of the grid, outside of acceptable limits.